Event description:
After treatment with juvederm (volume/concentration unk) the pt experienced swelling and skin discoloration at the injection site, under the eyes. No treatment was given for these symptoms. Eleven months later, the pt reported also receiving juvederm to the neck at the same time. The pt experienced laryngitis and difficulty during clearing of the throat. The pt reports treatment with prednisone. Unable to obtain information, as the pt denied contact with the physician. The pt has no pertinent medical history and was not receiving concomitant therapy. Allergan's approach to compliance is to resolve all doubt in favor of reporting.